Event description:
It was reported that the display was not working on the programmer. The user tried to recalibrate the stylus, but that did not fix the issue. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of an unresponsive area on the screen and the display overlay was replaced and calibrated. Additionally the hard drive was reimaged and the software reloaded. Concomitant product: 229047, software analyzer. (B)(4).